Manufacturer narrative:
The clip was explanted and discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The third clip (xt 20208r103) referenced is filed under separate medwatch report number.

Event description:
This is filed to report the clip opened after deployment. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issue. To further reduce mr, a second clip (xtw 20202r102) was implanted, however after deployment the clip opened 10-15 degrees. In an attempt to further stabilize the first clip and to reduce the mr more, a third clip (xt 20208r103) was attempted to be placed but it failed to grasp due to a chordae rupture during the grasping attempts. The clip was not implanted. The final mr was 3. The patient was taken to surgery for mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement associated with the clip opening while locked could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Additionally, this event and the imaging provided by the account were further reviewed by a clinical r&d engineer, and the reviewer stated that the top clip in the image is the reported device. The clip arms appear to be open to ~20 degrees; this is an approximation based on a visual assessment with the naked eye and is not confirmed. However, it is apparent the clip is opened beyond the fully closed position (~10°) per the instructions for use. Since no pre-deployment cine of the reported clip was provided, it cannot be confirmed when, and by how much, the clip opened post deployment. For the purposes of this evaluation, it is assumed the videos capture the second implanted clip. The clip arm angle appears to be ~20° - 30°; this is an estimation based on visual assessment with the naked eye and cannot be confirmed. There does not appear to be a noticeable change in the clip arm angle during deployment but is difficult to definitively assess due to the quality of the video.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Additionally, imaging was provided and reviewed by the clinical r&d (research and development) staff engineer. The provided image showed only the two fully deployed clips of this procedure. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ locked) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.